Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the drive support cap was damaged on the insulin pump. Customer stated the drive support cap was flush. It was found the customer dropped the insulin pump several times. Customer also could not recall pressing on the cap while connected to the insulin pump. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.